Event description:
It was reported while testing with bd facslyric¿ carryover of samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: carryover between tubes.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial (B)(6). Problem statement: customer reported complaint of carryover between samples. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12aug2020 to 12aug2021. Complaint trend: there are 14 complaints related to the issue of carryover. Date range from 12aug2020 to 12aug2021. Manufacturing device history record (DHR) review: DHR part # 659180, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between samples was due to a worn p1 pump. Decreased pressure from the p1 pump can limit the aspiration of the aspiration arm and lead to leakages and residue sample carrying over between sample tests. An fse (field service engineer) came onsite to observe the issue and found the system intermittently displaying high carryover. The fse replaced the p1 pump and ensured the sit was enclosed within the sit housing. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repairs the fse ran concentrated bleach through the system for 3 minutes followed by distilled water for 3 minutes. They then ran the client¿s carryover test protocol, abort rate check, and pqc tests to verify the instrument. The fse confirmed that the instrument was functioning as expected with no further instances of carryover. Although this incident resulted in carryover between samples, per (B)(4), the instrument was in the process of being validated and thus there was no patient involvement. The samples used were not for clinical treatment and did not delay or change the treatment of a patient. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 04jun2018. Defective part number: 641925 - pump priming p2 main system. Work order notes: subject / reported: carryover between tubes. Problem description: carryover between tubes. Work performed: intermittently system displays high carryover, replaced p1 and ensured sit is enclosed inside sit housing, ran concentrated bleach for 3 minutes, followed by 3 minutes of distilled water, ran clients carryover test protocol, all fine, ran abort rate check, all fine, pqc passed, system suitable for use. Cause: possibly p1 pump not delivering enough pressure to flush the sit. Solution: as above. Returned sample evaluation: a return sample was not requested because the part that was replaced is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 05/vers. Y, risk analysis facslyric ivd was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no. Tfs ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: potential for wrong result. Cause: pump or valve failure during acquisition without notification to user harmful effects: wrong result without any warning and loss of sample. Risk control: firmware will detect failure of the component at the start of the next acquisition and notify facsuite clinical software or the facsuite software to inform the user. Vacuum pressure is monitored during acquisition. If pressure drops the user is notified. Req link (azure ID): n/a. Implementation verification: (B)(4). Effectiveness verification: (B)(4). Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no. Root cause: based on the investigation results the root cause of the carryover between samples was due to a worn p1 pump. Conclusion: based on the investigation results the root cause of the carryover between samples was due to a worn p1 pump. The fse confirmed the issue, replaced the p1 pump, and ensured that the sit was enclosed within the sit housing. They then ran concentrated bleach and water through the system before running the carryover test protocols. After the repairs and cleaning the instrument was tested and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to the patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd facslyric¿ carryover of samples occurred. There was no report of patient impact. The following information was provided by the initial reporter: carryover between tubes.